Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital due to a low heart rate when self-measuring their pulse. The patient reported being asymptomatic. Attempts to interrogate the device were unsuccessful and the device did not respond to a magnet. The patient was hospitalized pending troubleshooting. The next day the device was successfully interrogated and responded to a magnet but halfway through assessment telemetry was lost and could not be reestablished. The device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital due to a low heart rate when self-measuring their pulse. The patient reported being asymptomatic. Attempts to interrogate the device were unsuccessful and the device did not respond to a magnet. The patient was hospitalized pending troubleshooting. The next day the device was successfully interrogated and responded to a magnet but halfway through assessment, telemetry was lost and could not be reestablished. The device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.